Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose (hypoglycemia). The customer also reported a difference between the sensor glucose and blood glucose. The customer reported a blood glucose value of 52 mg/dl. The hypoglycemia was treated with orange juice. The event involved product(s) mmt-7040a, mmt-1884l, unomedical, mmt-332a. Troubleshooting was performed, and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose value from the reported event was 75 mg/dl, and the blood glucose value from the reported event was 52 mg/dl, and the difference was not within the target range and more than 30%. It was unknown insulin pump on auto mode or not at the time of low blood glucose event. It was unknown whether the customer using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.